Event description:
Incorrect control ranges are printed on the label. When the MFR was notified, it faxed reports to the hosp with the correct control ranges. The rptr is concerned that the pts may adjust their insulin dosage based on erroneous control ranges.